Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd¿ syringe there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd was provided with the affected sample. After the evaluation of the returned sample, bd confirmed the reported issue, and identified the small dots as embedded contamination in the plunger. DHR review for batch # 1802221 disclosed the following. Production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2024 (february 24th ¿ 26th, 2018). Syringes were assembled in machine, nº4255, nº4254, nº4237, nº4236, nº4230, in lot #8050710 (february 19th ¿ 26th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8050840, #8043957, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8050851, #8043962, and no problems, defects or qn related to the reported issue were found. Complaint trending review of this lot and defect reveals no more complaints. Investigation conclusion: after analyzing the affected sample provided to the manufacturing site for evaluation, the reported foreign matter was observed and confirmed the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Root cause description: due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the plunger without possibility of being detached from it. Rationale: we can ensure that the probability of finding this kind of defect is low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.